Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A probable cause could not be determined via data. In addition, a failed transmitter error was present in connection to the reported allegation. No product was provided for evaluation. This complaint is reportable based on the finding of a failed transmitter error via the log review. No additional patient or event information is available.